Manufacturer narrative:
The investigation for the console (aic) shutdown or restart issue has been completed. Data logs confirm that there was unexpected controller shutdown of the console on the day of the complaint. The console was visually inspected in the lab with no revelation of an anomaly to the internal circuitry of the console. The console was run at maximum p-level for more than 4 hours in unsuccessful attempt to recreate the complaint failure. The root cause for the unexpected controller shutdown could not be determined due to the failure not being able to be reproduced.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male patient with cardiomyopathy was implanted with an impella rp flex for mechanical circulatory support. It was reported that the automated impella controller (aic) had a brief unexpected controller shut down. The aic was exchanged and there were no further issues. There was no patient harm reported.